Event description:
It was reported that multiple altitude alarms occurred. Customer's blood glucose was 100 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
Additional information was received on november 26th, 2024, stating that during troubleshooting by the distributor they found the speaker holes were clogged. The speaker holes were cleaned and a new cartridge was loaded that cleared the alarm.